Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild tortuosity and heavy calcification. A non-abbott guide wire was advanced to the lesion and an intravascular ultrasound (ivus) was advanced, but could not cross to the lesion. The 2.5 x 15 mm nc trek balloon was advanced without issue to the lesion and inflated to 12 atmospheres (atm) with an inflation device. A second attempt was made to inflate the trek; however, the pressure did not increase. It was believed that a balloon rupture occurred. There was no resistance during removal. A non-abbott balloon was used to complete the procedure. It was noted that the balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, guide cath: heartrail il4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.